Event description:
26 jul 2023: t2 bioystems received a customer complaint that the t2bacteria panel produced a discordant result. The t2bacteria panel produced a positive klebsiella pneumoniae result compared to a positive blood culture result for e.coli.